Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter broke after withdrawing the needle, with a portion of the catheter remaining in the patient after it was removed. As a result, the patient required a surgical procedure to remove the broken piece. The following information was provided by the initial reporter: "the nurse reported that the insertion was uneventful, but after withdrawing the needle, she did adjust the IV catheter to obtain a blood return. She was unable to get a blood return and removed the catheter, which is when she identified that the catheter was not intact. A witness to the event heard a ¿snap¿ during this time as well. A small portion of the catheter was not attached when the IV catheter was removed. That portion remained in the patient when the catheter was removed. The patient needed to have a surgical procedure to remove the remaining portion of the catheter. Other than the procedure, there was no long term evidence of harm."

Manufacturer narrative:
There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.